Manufacturer narrative:
The reported event of oversensing noise was confirmed. The full lead was returned in two pieces for analysis. An external insulation abrasion was found at 35.9 -36.2 cm from the distal tip breaching the outer insulation and exposing the outer coil. The reported event was caused by the exposure of the outer coil at the abrasion location which is consistent with friction to the device can.

Event description:
New information received indicates that the atrial lead was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for previously noted atrial lead noise. Upon interrogation, it was found that the atrial lead exhibited inappropriate mode switch due to noise over-sensing and the noise was reproduced with arm movements. Reprogramming was performed. Patient condition was stable and discharged with no noted consequences.